Event description:
It was reported that the hooks of the vena cava filter would not deploy from delivery system during a femoral filter implant procedure. Dr retrieved filter via jugular appoach. No pt injury, and a new filter was placed successfully.